Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to allow discharge. Complainant indicated that there was no pt involvement in the reported malfunction.